Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On august 29, it was reported that swelling and pain were observed at the wound site after the start of infusion. Further it was reported that the port body and catheter were removed on the same day. The current status of the patient was unknown.

Event description:
On (B)(6), 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6), it was reported that swelling and pain were observed at the wound site after the start of infusion. Further it was reported that the port body and catheter were removed on the same day. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The complaint sample appeared to have residue throughout. Gross examination of the port body showed minor puncture access of the port septum. The cath-lock was fully seated to the port body. Tool damage was not noted to the cath-lock. Suture wires were noted on two suture holes. The port body was patent to both infusion and aspiration without issue. No leaks were observed. Therefore, the investigation is inconclusive for the reported swelling and pain as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.